Event description:
The pt's cochlear implant extruded through the skin flap. The device was explanted and a new device reimplanted on 5/1/98. The surgeon reported that the pt has "a chronic mastoid cavity."